Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported difficult to advance and difficult to remove could not be tested due to the condition of the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A cine was received and reviewed by an abbott vascular clinical specialist, who confirmed loss of both stents; however, no device malfunction observed. The investigation determined the reported difficulties appear to be related to the operational context of the procedure.there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience sierra device referenced is filed under a separate medwatch report number.

Event description:
It was reported the procedure was to treat a moderately calcified, 50% stenosed de novo lesion in the mid to distal and mid to proximal right coronary artery (rca). A non-abbott stent was implanted in the mid to distal rca. The 3.5x33 mm xience sierra stent delivery system (sds) failed to cross the target lesion due to the anatomy and the stent struts were flared. During removal, the sds got stuck at the guide catheter tip, and the stent dislodged in the anatomy. A snare was used to retrieve the stent. A 3.5x33 mm xience xpedition sds was advanced, resistance was felt with the guide catheter. The sds failed to cross the target lesion. The sds and guide catheter were removed as a single unit. The stent struts were also flared. Additional pre-dilation was performed, and the procedure was successfully completed with a 2.5x48 mm xience xpedition stent. The patient's vitals were good throughout procedure. There was no clinically significant delay in procedure. No additional information was provided.